Event description:
The customer obtained non-reproducible, higher than expected troponin I es results from two patient samples processed on a vitros 5600 integrated system. Patient 1= 0.112 and 1.48 versus expected <0.012 ng/ml; patient 2= 4.32 versus expected 0.030 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The higher than expected results from patient 1 were reported from the laboratory and patient was treated with heparin, aspirin and glycerin. Although a corrected report was issued, it is unknown if the treatment was discontinued. Patient 2 was not reported from the laboratory. There was no allegation of patient harm as a result of this event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected vitros trop I es results were obtained from patient samples while using the vitros 5600 integrated system. A definitive assignable cause for the event could not be determined. There was no evidence to suggest that an instrument or a reagent related issue contributed to the event. Additionally, the sample was not processed in accordance with the tube manufacturer¿s recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The assignable cause for the event is unknown.